Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 450 mg/dl for approximately three hours despite attempted meal announcement and no device alarms or delivery stoppage; upon infusion set removal, the cannula was observed bent, and the user completed a set change with troubleshooting and education provided. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included user interview and troubleshooting regarding infusion set function and guidance on set replacement. Investigation of this case revealed a bent cannula consistent with interrupted subcutaneous insulin delivery leading to high glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.